Event description:
The customer reported less than three milliliters (ml) of diluted blood leaked into the drip tray of the unit and vacuum accumulator full alert message appeared involving coulter lh 750 hematology analyzer. The customer had on proper personal protective equipment (ppe): gloves, laboratory coat, and face protection prior to troubleshooting. The customer has an exposure control/risk management plan at the facility. Patient results were not impacted. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this incident. The field service engineer (fse) traveled to the facility to assess the unit.

Manufacturer narrative:
The field service engineer (fse) discovered valve line vc2 overflowed due to an occlusion at line qd1. The fse cleared the blockage and verified proper system operation. Service activity performed and verified to meet the specified requirements per established procedures. Results conformed to the manufacturer's published performance specifications. (B)(4).